Event description:
It was reported that the customer was hospitalized due to ketones and diabetes ketoacidosis. The blood glucose reading was 419mg/dl. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. The mother stated that the customer had difficulties with bent cannulas and would like the customer try a different set. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.